Event description:
It was reported that the patient had an infection and underwent a full system explant procedure. The explanted ipg and paddle lead will not be returned. No further information could be obtained despite good faith effort. Additional information was received that the patient started feeling sick after the implants were turned on. The patient was also given antibiotics for the infection. The patient had two infections which was methicillin-resistant staphylococcus aureus, and another unknown infection. The patient now experiences pain after the explant, and can't hardly walk.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7070019.

Event description:
It was reported that the patient had an infection and underwent a full system explant procedure. The explanted ipg and paddle lead will not be returned. No further information has been obtained despite good faith efforts.